Event description:
A distributor reported that the pump dispensed insulin during the prime and rewind steps of a cartridge change.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, the pump emitted a "no cartridge detected" alarm; testing could not be adequately completed due to the pump's inability to detect the cartridge. The force sensor resistance reading was found to be out of specification. Evaluation revealed a cracked battery compartment and an unresponsive contrast button. There was evidence of contamination found in the button key contacts, under the display screen, on the force sensor assembly, and on the vibration motor. The vibration motor was found to be inoperative. Correction number: 2531779-03/24/2010-003-r. (B)(4).